Event description:
Pt was in surgery for torn medial meniscus in both right and left knee. The surgeon performed an arthroscopy of both right and left knee with partial medial meniscectomy of both knees. After completing procedure on right knee, proceeded to left knee, 90% through the case, the surgeon noted that the pt's lower leg felt hard to the touch. After drapes were removed, it was noted that the pt's legs and thighs were hard with swelling in the groin area. Surgeon considered fasciotomy but was deemed unnecessary. Pt recovered.